Event description:
Patient reported the display of the infusion device is defective and some of the symbols are "lost". The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
The complaint cannot be verified (user error). At power up or generally the display contrast is too low or increases slowly. The display cannot always been read. Miscellaneous causes lead to a defective display module e.g. Corroded battery spring, damaged capacitor of display electronics.